Event description:
The customer reportedly received the blood glucose results of 200+ (mg/dl) and 577mg/dl on the accu-chek compact system followed by the professional meter result of 234mg/dl. The results were received within a ten minute timeframe. No reported actions taken. No adverse event reported. New system sent to customer and return requested.